Event description:
It was reported that pump screen with a display issue affected customer¿s ability to read and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.